Event description:
Complainant alleged that the clinicians were performing a scheduled cardioversion on a pt, but an arc was observed when a 100 joule shock was delivered to the pt. A second arc was also observed upon the delivery of a second shock to the pt. The pt's heart rhythm was successfully converted on the second shock. The complainant indicated that the pt received a first degree burn. A total of three malfunctions have been reported by this facility. The reported malfunctions were reported to have occurred with the same product part number and with electrodes from the same date code, and all on the same day. Please reference attached medwatch report numbers 1220908-2000-00340 and 1220908-2000-0350, which document those two different events.